Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Events summary: it was reported that the patient has passed away due to cardiogenic shock. It was not reported if the patient outcome was device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported cardiogenic shock and subsequent patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired due to cardiogenic shock. Whether the outcome was considered to be device or therapy related was not provided, and it is unknown whether an autopsy will be done. It is also unknown whether the device will be explanted or returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. No further information was provided. The manufacturer is closing the file on this event.